Event description:
It was reported that the customer passed away. The customer suffered a hypoglycemic event, which caused him to fall and crack his skull in the shower. The customer was wearing the insulin pump at the time of death. It was reported that the customer's wife thinks a problem with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.